Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was confirmed. The home patient stated she accidently became separated from the transfer set. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set), during drain 2 on the home choice (hc), and the home patient (hp) stated she accidently became separated from the transfer set. The technical service representative (tsr) had the hp cycle power to the machine and review the program which revealed the system error 2240. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.